Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter continued to revert to the setup mode when trying to perform a blood glucose test. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the morning of (B)(6) 2010. The customer care advocate (cca) was advised the patient manages his diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About 24 hours after the alleged issue begun, the patient claimed he felt symptoms of weak and sweaty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca discovered the patient recently replaced the meter's battery causing an interruption in power. The cca walked the patient through resetting the meter to resolve the alleged issue. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). The sample was requested. A batch review will be performed for the lot number provided. A follow up report will be submitted when the evaluation results become available.

Event description:
A registered nurse (rn) called corporate product surveillance (B)(6) 2010 to report one (1) pd transfer set in which leaking in closed mode was detected during patient use on unknown date(s). On (B)(6) 2010 product surveillance spoke with the nurse manager (rn) who stated the transfer set had been in use since (B)(6) 2010. The rn stated the home patient (hp) has been using peritoneal dialysis since (B)(6) 2009. The rn stated when the minicap is removed and the set is in closed mode, the leak is noted. The rn stated the hp is legally blind; his caregiver is well trained and assists. The rn stated there is no visual defect noted. No further information is available at this time.

Manufacturer narrative:
(B)(4). One used transfer set was received with no cap on dark blue connector and no cap on patient connector in reference to the reported leak. A lab titanium adapter was functionally hand tightened without difficulty. The transfer set was then tested underwater and a leak was noted. The transfer set was visually inspected and noted that both of the occluder feet were broken. The complaint was confirmed in the lab for leak due to crack/broken occlude feet. Based on the information obtained from baxter?s investigation, the root cause was not determined. The results of the batch review revealed no problems during the manufacturing process and no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.